Event description:
While nurse was removing dressing from PICC line, the "blue" layer of the biopatch pulled off and was wrapped around PICC line. The PICC line was pulled out approximately one inch while trying to remove blue layer.